Event description:
It was reported that during a bph surgical procedure "on the first laser pulse... Fiber is broken in the middle" and "laser beam came out of the fiber in the operating room" were noted. The fiber insulation was observed to be damaged. The fiber was exchanged and the second fiber was used to complete the procedure at 46,991 joules and 51:59 minutes. The tip of the fiber was not cleaned during the procedure. Patient outcome: "no incident" reported.